Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal right coronary artery (drca) that is 90% stenosed. The 3.0x15mm traveler balloon dilatation catheter met resistance during advancement with anatomy. During the first inflation the balloon ruptured at 8 atmospheres and it was noted that resistance was met with anatomy during removal of the device. Another non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.